Event description:
It was reported that a catheter issue occurred. The 75% stenosed target lesion was located in the moderately tortuous mid right coronary artery. The opticross hd imaging catheter was selected for intravascular ultrasound examination. During preparation, air could not be drawn out properly. After several attempts, the catheter was advanced inside the body, but the image remained dark. The procedure was completed with another of the same device. No patient complications were reported.